Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis. It was stated that the customer went to bed with normal blood glucose levels, and awoke the next morning with high blood glucose levels and vomiting. Troubleshooting was performed and the insulin pump passed the prime test. The tubing clamp was not available to run the high pressure test.